Event description:
Customer reportedly obtained a result of 480 mg/dl on the voicemate/advantage sys while unresponsive. The paramedics device displayed a result of approx 50mg/dl within 10-15 mins. Customer was treated with a d-50 IV. On another occasion, customer reportedly obtained a result of 376mg/dl on the voicemate/advantage sys and 100mg/dl on a professional device within 10 mins. Requested return of suspect sys and replacement was sent.